Event description:
It was reported that during a da vinci sigmoid colectomy procedure, the small grasping retractor instrument broke. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient. Intuitive surgical, inc. (Isi) contacted the initial reporter of this complaint and verified that the cable broke during the da vinci procedure.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the initial reporter's complaint. The instrument pitch down cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was installed in the clevis. The clevis did not exhibit any damages or wear marks. The other cables at the wrist were not damaged. No other damages were found on the instrument. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction of a broken cable found during failure analysis, if to recur could cause or contribute to an adverse event.